Event description:
It was reported that the interpulse handpiece with coaxial fan spray tip was being used in a procedure when the nozzle and handle broke into two pieces after using the nozzle as a handle. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Not returned.